Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fault codes 78 and 79 were observed within the logs. The fse checked the machine to test various values inside the machine which were normal. The fse calibrated the drive transducer which passed. The logs were cleared. The fse turned on the test machine, and the message was no longer present. The unit was tested with a trainer.

Event description:
N/a.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed the iabp might require maintenance. There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.